Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired on (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported on the same patient involving two separate products and associated MDR's #1225714-2014-02806, 1225714-2014-02807, 1225714-2014-02808 and 1225714-2014-02809.